Event description:
Pt informed staff that unit was shutting down intermittently and seemed to be unusually warm. Staff reported smelling smoke and observing sparks and flames possibly from right head/caster area. Unit unplugged, pt removed and fire dept called. No injury reported.